Manufacturer narrative:
The device was returned for an evaluation. Ventec performed an initial evaluation of the customer's device but was unable to duplicate and confirm the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records from the event for review and was unable to verify and duplicate the reported issue. Ventec further investigated the device; however the cause of the reported issue could not be determined.